Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Interrogation of the pulse generator revealed that the device mode was recently changed and thereafter, the patient experienced syncope. The device exhibited loss of atrial sensing and pacing. Ventricular inhibition with atrial stimulation was noted. The device was explanted and replaced.